Event description:
The customer reported that the device is failing opcheck. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer and the failure was confirmed. The system was clarified as a red x and chirp. The issue was determined to be a faulty therapy pca. The therapy pca was replaced to resolve the issue. The device passed all testing and was placed back into use.